Manufacturer narrative:
E1 - (initial reporter establishment name)- (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope noise occurred when angulation was operated. The issue was found during inspection for use. There were no reports of patient involvement.